Event description:
It was reported to vyaire medical that while transporting patient the ventilator turned off. The customer indicated that the batteries on the sprintpack were dead and also with the internal battery. Futhermore, the customer confirmed no harm was done to the patient.

Manufacturer narrative:
H3: 81 other ¿ the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.